Event description:
Patient representative additionally reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implant due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement (not device related). Plaintiff experienced breast swelling, seroma, asymmetry (not device related), breast pain, heat sensations, itching, hardening of breasts, capsular contracture, and chronic insomnia (not device related). Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl."

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of capsular contracture were reviewed. Visual analysis of the photos identified a fold crease, wear abrasion, red particles in the shell, encapsulation, and device labeled as the right side. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.